Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Attorney. (B)(4).

Event description:
On may 23, 2017: litigation alleges that the patient had a defective depuy pinnacle hip implanted and had caused damage to his hip joint and body. Update ad 1 may 2018: receipt of pfs and medical record. In addition to what was previously alleged, pfs alleges pain and discomfort. After review of medical record, patient was revised to address failed right total hip arthroplasty secondary to adverse metal reaction. Revision notes reported that there was metallosis evident in the tissues around this capsular pseudocapsular repair. This appeared consistent with an adverse reaction to metal. The hip was internally rotated and the femoral head was tamped off. The neck of the prosthesis at the taper had some mild corrosion. Slightly cloudy joint fluid was also noted.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges metal wear and elevated metal ions.